Event description:
It was reported by the customer that their insulin pump had been exposed to moisture and was alarming button error. Customer stated that the device had been exposed to moisture when they went swimming in a pool. Customer stated they were unable to clear the alarm and removed the batteries. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 215 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.